Event description:
This report was submitted with very limited information. It was reported that "placer punctured atrium upon insertion of device. No other details were given. No sample was retained".

Manufacturer narrative:
(B)(4). The device will not be returned.